Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. Pump communicated and calibrated properly with test guardian link transmitter. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Low battery alert occurred on 11/12/2024 06:21 in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay. Charge/battery lasts less than expected is not confirmed. No communication pump to transmitter is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, loss of communication between the transmitter and the pump, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884.